Manufacturer narrative:
(B)(4). The cause of this peritonitis was use error described as break in aseptic technique. Per baxter labeling, users are instructed to use aseptic technique when performing peritoneal dialysis therapy. A formal review of the label for the product family will be conducted. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the patient had a break in aseptic technique during peritoneal dialysis (pd) therapy while using unknown baxter pd disposables, which caused peritonitis. The break in aseptic technique was further described as touch contamination. The peritonitis was manifested by cloudy pd fluid and abdominal pain. On the same day as the onset, the patient was hospitalized for the event. It was not reported if the patient was retrained on proper aseptic technique. On an unreported date, the patient was receiving unspecified antibiotic as a treatment for peritonitis. The patient was switched to vancomycin (dose, frequency and route not reported) as a treatment for peritonitis. Five days after the onset and hospitalization, the patient was discharged. The patient was recovering from the peritonitis and dianeal therapies were ongoing. No additional information is available.